Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they read on a website that a study was done on deep brain stimulation (dbs) patients regarding lead fractures, and a patient died during the study. The consumer had no further information regarding this issue. No further complications were reported.